Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and could not duplicate the issue. The fse inspected the alignments and fluidics and did not find any issues. He found the rinse mechanism to be loose and the reagent probe and sample rinse station wash volumes to be high, and the gear pump pressure to be slightly high. He then adjusted them to the correct specifications. He inspected the syringes and seals and did not find any issues. He indicated that the alarm trace had no issues. He performed a 20-point precision test using pooled patient samples with successful results. The customer stated that the reagent cassette used was almost empty and was discarded on (B)(6) 2023. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 (ca2) results from two patient samples tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The reporter noted multiple critical results which prompted the rerun of the patient samples. On (B)(6) 2023, sample 1 had an initial result of 6.9 mg/dl. The repeat result was 8.6 mg/dl. On (B)(6) 2023, sample 2 had an initial result of 6.4 mg/dl. The repeat result was 8.1 mg/dl. The repeat results were deemed correct.  The reagent lot number is 668593. The expiration date was requested but not provided.

Manufacturer narrative:
Ther calibration performed on 28-apr-2023 was within specifications. The qc recovery was within the provided customer ranges. The patient samples were initially measured as aliquots and rerun using the primary tubes.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Manufacturer narrative:
On (B)(6) 2023, a new patient sample with discrepant results was reported. Sample 3: the initial result was 7.2 mg/dl. The repeat result was 8.8 mg/dl.